Manufacturer narrative:
Postoperative radiographic images and cat scans were provided. From review of the images it does appear that there are areas with less bone/implant interface around the tibial tray.

Manufacturer narrative:
The device was not returned for evaluation however films were supplied for review. Film analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent an ankle replacement surgery. Allegedly, the tibial component shows signs of loosening on x-rays. The patient reports having pain. Inflammatory markers are negative. The surgeon stated that on films it looks like the tibia is rocking. There are plans to do a single stage revision, however it is not scheduled at this time.